Event description:
Poor correlation was reported between the triage cardiac panel and access2 on (2) specific samples. (Tni) triage: <0.05, (tni) access2: 0.61, ck-mb: 1.2, myo: 106.

Event description:
Poor correlation was reported between the triage cardiac panel and access2 on (2) specific samples.

Event description:
Poor correlation was reported between the triage cardiac panel and access2 on (2) specific samples.

Event description:
Poor correlation was reported between the triage cardiac panel and access2 on (2) specific samples.

Event description:
Poor correlation was reported between the triage cardiac panel and access2 on (2) specific samples.

Event description:
Poor correlation was reported between the triage cardiac panel and access2 on (2) specific samples.

Event description:
Poor correlation was reported between the triage cardiac panel and access2 on (2) specific samples.

Event description:
Poor correlation was reported between the triage cardiac panel and access2 on (2) specific samples.

Event description:
Poor correlation was reported between the triage cardiac panel and access2 on (2) specific samples.

Event description:
Poor correlation was reported between the triage cardiac panel and access2 on (2) specific samples.

Event description:
Poor correlation was reported between the triage cardiac panel and access2 on (2) specific samples.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation pending.

Event description:
Poor correlation was reported between the triage cardiac panel and access2 on (2) specific samples. (Tni) triage: <0.05, (tni) access2: 0.66, ck-mb: 1.0, myo: 98.8.

Manufacturer narrative:
Investigation pending.